Event description:
A customer reported experiencing a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing detailed instructions to reset the pump, and the error was resolved as the error code did not reappear. The customer was able to successfully start their sensor session.